Event description:
Healthcare professional reported, a right side exchange from textured to smooth, due to the patient concern of the implant. And later, also reported, a right side rupture. Healthcare professional, later reported, "calcification". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken and one opening assessed, as unidentified (tear) opening. And missing assessed, as inconclusive. Shell thickness was within specification). Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Calcification: observed. As per the investigation procedure: was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a right side exchange from textured to smooth, due to the patient concern of the implant. And later, also reported, a right side rupture. Healthcare professional, later reported, "calcification". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Calcification: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right-side exchange from textured to smooth due to the patient concern of the implant and later also reported a right-side rupture. Healthcare professional later reported "calcification". Device has been explanted.